Manufacturer narrative:
The connected power cord, hosepipe and switched device on. Immediate burn smell with over temperature and maintenance alarm indicated by device. So checked heater for resistance which found to be in tolerance range. On further inspection of heater, found burn marks on inner side of heater.the faulty heater and ac distribution board were replaced with new parts and device passed test. Further device passed all temperature test. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device had over temperature alarm. Heater coil mounted on plastic is melting. No patient injury reported.